Event description:
The pressure bag will not inflate. The bulb will not pump up. This is the second occurrence; the first one occurred about a month ago and the device involved in that event was sent to the company for evaluation. No report as of yet on the issue.